Event description:
Boston scientific received info that there was a change in r wave amplitude which resulted in twave oversensing and the pt receiving an inappropriate shock. An x-ray was taken which indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were in the same position. The sensing vector was reprogrammed and the system remains in service. No adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.